Manufacturer narrative:
Insulin pump was monitored and had no blank display noted. Insulin pump had an intermittent button response due to moisture damage on keypad traces. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump buttons unresponsive. Customer's blood glucose was 198 mg/dl. Advised the customer that insulin pump would be replaced. No further information provided.